Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: run through. Guide cath: heartrail jl3.56f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling the traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 99% stenosed distal circumflex artery. A 2.0 x 12 mm nc traveler balloon catheter was advanced to the lesion and pressurized; however, during the first inflation, the balloon ruptured at 10 atmospheres. Another nc traveler balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.